Event description:
Report received of a non-delivery during preventative maintenance testing. The customer reported that the pharmacist found the pump was "not working" while setting-up for pt use. The pump was tested in the facility's biomedical dept. It was reported that the volume on the pump was incrementing but no fluid was being delivered. There were no reports of any adverse pt events while the device was in clinical use. Although requested, no add'l info was available.